Event description:
The customer reported that following a diagnostic catheterization procedure on sept 29, 1999 a vasoseal es was deployed. Approx twenty minutes post deployment swelling was observed above the puncture site. A CT scan revealed a large hematoma. A femostop was applied, but it was unable to control the bleeding and surgery was required. The hematoma was successfully evacuated and no further complications were reported.